Event description:
Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Results: nicked knife. An onsite analysis was performed at the hospital by ees engineer. Two device were analyzed with the following results: device a: the analysis results found that the cdh29a device was noted to be in good visual condition. The breakaway washer was cut (only anvil half present) and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was placed on the device completely and without any difficulties and did not detach during functional testing. Device b: the analysis results found that the cdh29a device was noted to be in good visual condition. The breakaway washer was cut (only anvil half present) and there were no staples present, indicating that the device achieved a full firing stroke. After further analysis the knife was noted to have nicks and the washer half had some indentations, this damage is consistent with the device being fired over an already existing staple line, hard object or thicker tissue than indicated. Metal clips, staples, or sutures contained in the area to be stapled may affect the integrity of the anastomosis. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. The device fired, cut and formed all the staples as intended. The staple line was noted to be complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies related to the event description were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Device retained by risk management.